Manufacturer narrative:
Section d: d10. Concomitant medical products. Lifepack 11 diagnostic cardiac monitor catalog # 805300-08 serial # unki. Section h: h6. Result codes were added to the report based additional evaluation results. H10. During final test and calibration, following the replacement of the pacer printed circuit board as previously reported, the device was again observed to intermittently stop pacing. Additional investigation found an electrical slide contact on the interconnect assembly slightly depressed, resulting in an intermittent connection to the monitor. The contact was adjusted and the failure of the device to pace was not observed to recur. The device was returned to the customer for use. Except as provided by 21 cfr 803.56, pysio-control does not intend to submit additional info on this event to FDA.

Event description:
During routine morning test the reporter observed the device would not pace. There was no pt involved in the reported event.